Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that irrigation failure and aspiration failure occurred during the cataract/vitrectomy combination surgery. The surgery was continued as is and completed without product replacement. There was no patient impact.

Manufacturer narrative:
The returned product was visually inspected and no obvious defects were found. The identification (ID) tabs and the infusion chamber were intact. The infusion cannula was not returned; lab stock was used for testing. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the product. The ball in the drip chamber¿s check valve moved freely per specification. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The product could prime; tune with the handpiece, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. All functional testing and the left and right measured crystal signal strengths were all within specification. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each device history record is reviewed to ensure that all associated products meet the required specifications. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).